Manufacturer narrative:
The insulin pump was received in no manufacturing mode. The pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump has part of the reservoir compartment broken off. The insulin pump will be replaced. The insulin pump will be returned for analysis.